Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient felt stimulation in the wrong location and an increase in baseline pain. The patient's implantable neurostimulator (ins) had worked since its implantation until 2011 when the patient injured her back again; the patient's l3 and l4 spinal vertebrae were operated on in (B)(6) 2011 because of the injury. The stimulation "did not work at all" right after the surgery, but the patient "changed the batteries and got it working." The stimulation "seemed like it's on only half of the area." The patient turned her ins off and had not used it "in a while." The patient was back on oral medications, including hydrocodone and valium. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495lz25, lot#: serial#: (B)(4), implanted: (B)(6) 2002, explanted: product type: extension product ID: 7495lz25, lot#: serial#: (B)(4), implanted: (B)(6) 2002, explanted: product type: extension product ID: 7435, lot#: serial#: (B)(4), implanted: (B)(6) 2002, explanted: product type: programmer, patient product ID: 3487a-33, lot#: j0205075v, serial#: implanted: (B)(6) 2002, explanted: product type: lead. Product ID: 3487a-33, lot#: j0210015v, serial#: implanted: (B)(6) 2002, explanted: product type: lead. (B)(4).

Event description:
Additional information received reported that in (B)(6) of 2011 the patient was at work transferring a patient from a wheelchair to a commode when he fell. She fell with him and then jerked him back up. In addition to the surgery she underwent, the patient also had bowel incontinence. The stimulator was left alone during the surgery due to patient request. The stimulator had not been used on a regular basis, and had not been used recently. The patient had an appointment scheduled for reprogramming on (B)(6).

Manufacturer narrative:
(B)(4).